Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device migration") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, lower abdominal pain, pelvic pain and obesity. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy, cystoscopy, lysis of adhesions.). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.163 kg/sqm. [Pathology test] on (B)(6) 2021: clinical information: lower abdominal pain, reaction to essure implant device, abnormal uterine bleeding, pelvic pain, family history of endometriosis. Final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no specific pathologic features endometrium: inactive endometrium with tubal metaplasia. Intrauterine device identified myometrium: leiomyomata, intramural (0.8 cm in greatest dimension) serosa: fibrous adhesions fallopian tube, right: no specific pathologic features fallopian tube, left: no specific pathologic features materials received a uterus, cervix, bilateral fallopian tubes. Gross description: a coiled intrauterine device is identified in the left fundus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device removal was updated to device dislocation.reporters,medical history,lab data,patient information,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3531 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device migration") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, lower abdominal pain, pelvic pain and obesity. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy w/ bilateral salpingectomy, cystoscopy, lysis of adhesions.). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.163 kg/sqm. [Pathology test] on (B)(6) 2021: clinical information: lower abdominal pain, reaction to essure implant device, abnormal uterine bleeding, pelvic pain, family history of endometriosis. Final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no specific pathologic features endometrium: inactive endometrium with tubal metaplasia. Intrauterine device identified myometrium: leiomyomata, intramural (0.8 cm in greatest dimension) serosa: fibrous adhesions fallopian tube, right: no specific pathologic features fallopian tube, left: no specific pathologic features materials received a uterus, cervix, bilateral fallopian tubes. Gross description: a coiled intrauterine device is identified in the left fundus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3531 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.